Event description:
On (B) (6), 2010, the reporter/pt's son contacted lifescan (lfs) alleging that the lay user/pt's one touch ultra meter was displaying inaccurate results. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the pt's son on (B) (6), 2010 to classify this case. The pt alleged that the product issue began at approximately 11 pm to 12 am on the first week of (B) (6) 2010. The reporter was unable to recall the exact reading that the pt obtained from the subject meter, but claimed that it was about 60 points off. The reporter informed the mss that the pt tests her blood sugar about five times a day. The pt manages her diabetes with lantus (no adjustment) and humalog (sliding scale) insulin. The reported was unable to answer if the pt made any changes to her diabetes management as a result of the alleged meter. Approximately thirty minutes after the alleged meter issue began, the reporter claimed that the pt "blacked out". The reporter contacted the emergency medical services (ems). The pt's son stated that he stepped out of the room to allow the ems to assist the pt and does not know what occurred since the ems arrived. The pt was reportedly admitted in the hospital for three days. The reporter did not know what the diagnosis was when the pt was admitted, but was later informed by an unspecified source that the pt's blood glucose was below "30 mg/dl". Replacement meter supplies were sent to the pt. This complaint is being reported because the reporter claims that the pt obtained an inaccurate reading on the subject meter, reportedly passed out and required emergency medical treatment for a condition suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.